Event description:
Adverse event(s): "refractive surprise" (postoperative refraction, unexpected). Product problem(s): "does not think lens is defective" (no known device problem [iol] (intraocular lens) implant]). A surgeon reported a pt with a refractive surprise following intraocular lens (iol) implant surgery. He stated that it is probably due to the pt's ocular history of pseudo exotropia (xt) and retinopathy of prematurity (rop) which resulted in inaccurate measurements. He does not think the lens is defective. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 08/17/2010 and 09/03/2010 by phone, fax, and mail. Medical records were received on 08/18/2010. A completed questionnaire has not been received. (B)(4).